Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery an ophthalmic system has completed and passed all the tests. When surgeon started phacoemulsification, system message has displayed and irrigation system has stopped and they were unable to use the screen. By restarting the system, surgery was completed on the same day but it went longer than it needed to be. No patient impact was reported. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able confirm the event (via event log) and was able to replicate the reported issue. The conforming fluidics was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The root cause of the reported event is attributed to the nonconforming fluidics. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.